Manufacturer narrative:
The device has not been received for evaluation at this time.

Event description:
It was reported that during a knee procedure the tibial tracker became unresponsive, leading to a one hour delay of the procedure. It was reported that the procedure was completed successfully; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
During the device evaluation, the reported event was confirmed, and device handling was determined to be a potential root cause of the reported event.

Event description:
It was reported that during a knee procedure the tibial tracker became unresponsive, leading to a one hour delay of the procedure. It was reported that the procedure was completed successfully; no adverse consequences or medical intervention were reported.